Event description:
Forty minutes after starting the treatment, the pt complaint cold and shivering (temp 97.2f) and noisy, labored breathing was observed. The treatment was terminated and the pt was sent to emergency room and was on ventilator over the night. The pt was hospitalized for three days.

Manufacturer narrative:
The product in complaint was not returned to the manufacturer and could not be analyzed. The lot number in complaint was not reported and could not review the manufacturing and quality control records.